Event description:
It was reported that the patient was experiencing non-sustained ventricular tachycardia episode. It was suspected that the pacemaker maker was not capturing and thus started the arrhythmia. There were no consequences to the patient.

Event description:
It was reported that the patient was experiencing non-sustained ventricular tachycardia episode. It was suspected that the pacemaker maker was not capturing and thus started the arrhythmia. There were no consequences to the patient.

Event description:
New information noted that the arrhythmia was self terminated. Programming changes were made to resolve the issue.